Event description:
It was reported that the user experienced fluctuating glucose levels, with episodes of low glucose followed by high glucose, and the user was treating a high at the time of the contact. Symptoms included hypoglycemia. Outcomes included the need for additional training. Investigation included information gathering from the user to clarify the circumstances surrounding the low events. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.